Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a clinical procedure ,a versacross connect for faradrive and a faradrive sheath were selected for use. The versacross was being used with faradrive sheath to cross the septum. There was resistance felt when trying to cross due to the thickness of the septum. As the system crossed over to the left atrium, the rf wire perforated the left atrial roof. A pericardiocentesis was required and blood was needed. The patient was hospitalized and the patient is expected to fully recover. The device is expected to be returned for analysis. It was further reported that the septum of the patient was unusually thick and fibrotic. There was a lot of resistance crossing the thick fibrotic septum with faradrive sheath also. The physician felt like access solution products caused the effusion. The physician was very carefully trying to cross the septum with the faradrive system. Once the septum was crossed, the entire system quickly moved forward and caused the perforation. Heparin had been given early and the act was 420. This measurement was registered 8 minutes prior to transseptal puncture. The patient was stable and discharged home 4 days later.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a clinical procedure, a versacross connect for faradrive and a faradrive sheath were selected for use. The versacross was being used with faradrive sheath to cross the septum. There was resistance felt when trying to cross due to the thickness of the septum. As the system crossed over to the left atrium, the rf wire perforated the left atrial roof. A pericardiocentesis was required and blood was needed. The patient was hospitalized and the patient is expected to fully recover. The device is expected to be returned for analysis.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a clinical procedure ,a versacross connect for faradrive and a faradrive sheath were selected for use. The versacross was being used with faradrive sheath to cross the septum. There was resistance felt when trying to cross due to the thickness of the septum. As the system crossed over to the left atrium, the rf wire perforated the left atrial roof. A pericardiocentesis was required and blood was needed. The patient was hospitalized and the patient is expected to fully recover. The device is expected to be returned for analysis. It was further reported that the septum of the patient was unusually thick and fibrotic. There was a lot of resistance crossing the thick fibrotic septum with faradrive sheath also. The physician felt like access solution products caused the effusion. The physician was very carefully trying to cross the septum with the faradrive system. Once the septum was crossed, the entire system quickly moved forward and caused the perforation. Heparin had been given early and the act was 420. This measurement was registered 8 minutes prior to transseptal puncture. The patient was stable and discharged home 4 days later.

Manufacturer narrative:
Device technical analysis: the versacross rf wire has returned for analysis. Visual examination revealed no visual abnormalities. Rf wire tip appears to be charred. Functional testing has been performed and the rf wire successfully punctured tissue through benchtop tissue test. Finally, the device passed the dimensional test, as the electrode height and gap passed all dimensional criteria. Therefore, the reported allegation of difficult to cross is not confirmed as rf wire successfully delivered the rf energy and crossed the tissue during bench top testing. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of difficult/unable to puncture, pericardial effusion and cardiac trauma were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and cardiac perforation are a known inherent risk of the versacross connect access solution for faradrive. Pericardial effusion is an expected procedural complication addressed within the IFU for the versacross connect access solution for faradrive. During device testing, no device problems were found.